Manufacturer narrative:
The customers experience with high rate of dim displays was confirmed on 86 out of 86 returned display boards. Risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that there are approximately 75 pump modules with display boards that have one or more dimmed segments.